Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 108 mg/dl at the time of the report. The customer declined to perform troubleshooting. The customer stated that he was recently trained on the insulin pump and believes his settings may need adjusted. Nothing further was reported.